Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for kidney stones unrelated to pump or supplies. During hospitalization, customer experienced elevated blood glucose (bg) of 300 mg/dl; cause was unknown. Elevated bg was addressed via an intravenous insulin drip.